Manufacturer narrative:
Complete information for patient identifier; (B)(6). All available patient information was included, and no additional patient information was available. The investigation found this issue may lead to cross contamination from the sample of the car that was released with the sample in an incoming car. (Alinity c), sample aspiration from an incoming car where the results are associated on the alinity ci-series with the car that was released. (Alinity c and alinity I) and/or a collision between the sample probe and a sample tube in a car. (Alinity c and alinity I). This issue has the potential to cause incorrect results (due to sample misidentification or sample-to-sample cross-contamination), delayed results (due to sample loss or sample contamination resulting in sample redraw), and/or biohazardous exposure (due to open sample tube tipping over). The cause was identified as a bug in the sal alinity ci software, where while processing tests from a sample tube in a car clamped in the accesspoint of the sal alinity ci, there is a potential for the car to be prematurely released while the alinity continues processing that sample. If an incoming car is read at the accesspoint during the processing of the previous sample, then error 22600: potential contamination (samplehandling) will be generated. The issue will be addressed in a future revision of the glp sal alinity software. Based on the investigation a deficiency was identified with the glp sal alinity basic kit, list number 06q28-01. This report is being filed on an international product, glp sal alinity ci basic kit, list number 06q28-01, which has a same/similar component of the modular glp track system registered in the us, list number 04z96-51. Note: the glp system track is not yet marketed in the us.

Event description:
The field service representative (fsr) reported that on (B)(6) 2022, the glp sample access line (slp) alinity-ci basic kit (list number 06q28-01), serial (B)(4), initially generated error 20200 ¿accesspoint connection problem.¿ upon recovery of access point (ap) 1, a car entered the ap and generated error 22600 ¿potential contamination.¿ on sid (B)(6) car number 69739. The fsr also observed that the module¿s probe did not enter into any samples during recovery. There was no patient involvement and no reported impact to patient management or user safety.

Manufacturer narrative:
On 15 sep 2022, abbott issued a product correction letter fa15sep2022, involving sal alinity ci basic kit, list number 06q28-01, which addresses this sal issue. Impacted products are not distributed in the us, therefore no further information will be provided in this report.